Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that drive support cap was loose.

Manufacturer narrative:
The insulin pump was received with broken off end cap also, had cracked case at the display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.